Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller stated that all keys failed, and according to electrostatic treatment, the device could not recover. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. No further details were given.